Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. Please see updated sections: d4, d10,g4, g7, h2, h3, h4, h6 and h10. Evaluation of the returned device revealed that the reported issue was not confirmed as the reported phenomenon could not be replicated. The device functioned as designed and no physical damage was noted during inspection. Dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. As the reported phenomenon could not be duplicated, a definitive root cause could not be determined. Failure to coagulate may be attributable to an excess of tissue build up on the jaws or a "re-grasp" error. As stated on the instruction for use (IFU) and as a preventive measure, the user manual states: if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational". Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during laparoscopic hysterectomy and salpingectomy procedure, the forceps did not coagulate. The intended procedure was completed using another device. The serial number of the device used was not provided. There was no patient harm or impact reported due to the event. No user injury reported.